Event description:
It was reported the pump had been malfunctioning for ¿a long, long time.¿ the reporter was at the emergency room and was unable to manage the pump. It was possible the patient was getting too much morphine or ¿whatever¿ was in the pump. It was reported six days later the patient had just moved from arkansas to omaha and did not have a managing physician. It was not known when the pump was last filled or checked by a health care provider (hcp). It was noted a manufacturer representative came and read the pump. The patient was still admitted. It was noted the pump delivered morphine and that ¿sometimes it worked and sometimes it did not.¿ the patient had an altered mental status, but there was no mention of it being attributed to the pump. It was also reported the patient¿s low reservoir alarm date was (B)(6) 2014 when the patient would have 2 milliliters remaining. The drug in the pump was morphine. There had never been an issue with the pump. The patient was often confused. The cognition issues were not related to the morphine.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).